Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured aneurysm at 4 segment with a max diameter of 3 mm and a 2.5 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with unknown diameter. The landing zone was 4.7 mm distally and 4.9 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the operator delivered a ped2-500-20 stent to the straight distal segment of the internal carotid artery for deployment. After 10 mm of the stent had been released, it still did not open, and the tip end appeared y-shaped. The operator continued withdrawing the microcatheter to release more of the stent, and the middle portion opened, but the tip end still failed to open. The operator then attempted guidewire pushing, partial recapture and redeployment, and slight overall withdrawal of the stent, but none of these maneuvers resolved the tip opening issue. It was decided to replace the stent and continue the procedure. When the stent was withdrawn to the phenom27 hub, it became stuck between the protective sheath and the hub of the phenom27. The phenom27 was then replaced, and a ped2-500-18 was used instead. After the ped stent was replaced, it was successfully deployed, and the aneurysm was covered. The angiographic result post procedure showed that after the stent was replaced, it was successfully deployed, and the aneurysm was covered. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a tongqiao coils, stryker synchro guidewire, (B)(6) 6f 115 guide catheter.

Manufacturer narrative:
Continuation of d10: product ID ped2-500-20 (B)(6); product type: ; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.